Manufacturer narrative:
The product is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of this device was at elective replacement indicator. Using device programming and therapy history to determine the minimum expected longevity for this implantable cardioverter defibrillator, we confirmed that the device fell short of originally labeled longevity expectations.

Event description:
Boston scientific received information that this device was explanted and returned for analysis. Initial laboratory testing performed by our post market quality assurance laboratory found that the device did not meet the labeled longevity calculation. No adverse patient effects were reported.